Manufacturer narrative:
(B)(4). Carefusion technical support recommended that the biomed perform the following tasks, as a precaution: 1) change the exhalation filter, 2) change the flow sensor, 3) calibrate the transducers (xdcrs). The biomed was advised to call back if he requires further support.

Event description:
Biomed was evaluating a unit, and noticed lots of condensation at the filter/ exhalation corner. The end user had reported circuit occlusion" in adult mode, which the biomed had not been able to duplicate. There was no patient harm reported.